Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08740 inches. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call report hospitalization due to high blood glucose levels. It was reported customer experience high blood glucose levels up to 500mg/dl. Customer would ensure insulin pump was working and bolus 5 units, but the blood glucose did not come down. After 5 days, customer had to go to the emergency room. The healthcare professional and endocrinologist said the insulin pump may not be functioning properly. Trouble shooting was performed and found customer blood glucose at time of incident 550 mg/dl and current blood glucose 122 mg/dl. Customer reports the following symptoms related to their high nausea and vomiting. Customer treated with manual injections. Ems was dispatched and admitted to the (B)(6) with blood glucose over 500mg/dl and diabetic ketoacidosis. Customer was treated with fluids, IV drip of insulin, and manual injections. Customer decline to do high-pressure test and no other issues found. The customer and healthcare request insulin pump be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will be replaced. The insulin pump will be returned for analysis.